Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 522 mg/dl and ketone level was high. Cause of elevated bg was not known. Customer changed the infusion set a couple of times and it appeared that the pump was delivering insulin. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. During troubleshooting with technical support, no issues with the cartridge, insulin or infusion set tubing/cannula were identified. No issues with the pump were identified. Reportedly, customer resumed pump therapy.